Manufacturer narrative:
During a percutaneous procedure to treat a patent foramen ovale, the initially selected septal occluder could not be positioned and deployed as intended and was removed. A second device of the same size was subsequently placed successfully. Following the procedure, the patient developed a pericardial effusion that required pericardiocentesis. An analysis of production and manufacturing records for the involved lot was performed and did not identify any nonconformances or manufacturing issues. Based on the available information, no definitive manufacturing defect was identified. The adverse event occurred in the context of attempted device deployment during the procedure. The gore® cardioform septal occluder instructions for use warns; adverse events associated with the use of the occluder may include, but are not limited to: significant pleural or pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a 25 mm gore® cardioform septal occluder was selected to treat a patent foreman ovale (pfo). Reportedly, the pfo was crossed without issue and was initially positioned appropriately; the defect was not balloon sized. During deployment of the left atrial disc, the disc appeared to deploy within the pfo tunnel. The physician retracted the disc into the delivery system, advanced the system, and attempted redeployment, but the disc appeared "squished". The entire delivery system was removed, and a new device of the same size was successfully deployed without issue. Following device implant, the patient experienced a reaction to a protamine test dose and had also developed a pericardial effusion requiring pericardiocentesis, which was assessed by the physician as being related to the first device attempted. The patient ultimately tolerated the procedure and the device remains implanted.